Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer (fse) confirmed the customer's attempt to recover matrix drawer 1 in the main unit; however, the drawer displayed a "not on bus" condition. Upon opening the rear of the unit, indicator lights were present on the controller board. Further inspection revealed that coffee had been spilled onto the controller board and down the back of the system. Fse replaced the matrix controller for main drawer 1, restoring normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer failed to open. However, there were no delays or adverse events or injuries reported based on this event.